Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r wave amplitude measurements, increased threshold measurements, oversensing of ra signals, which led to an inappropriate shock. The rv sensitivity was reprogrammed, then the lead was surgically revised. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the during the previously reported lead revision, the lead was repositioned and remains in service. No additional adverse patient effects were reported.